Event description:
The facility reported a colleague infusion pump malfunction with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version is not known at the current moment. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem, of a damaged battery that was attributed to faulty main batteries, was a result of user error. A service history review revealed that the device has been serviced four times prior to this event. The device has been previously sent into service for the reported condition of 'damaged battery'. A device history record review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module master software version for this device is 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.